Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a lead stuck in the atrial connector port. Destructive measures were taken to extract the lead. Connector analysis found that the atrial contact spring was covered in medical adhesive. Medical adhesive was also noted on the lead. The contamination was consistent with occurring in the field, however, there was no information to collaborate this. A device history review was performed and no anomalies were noted.

Event description:
This report is to advise of an event observed during analysis.